Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the writings on the tubes were no longer in bold which makes handling, reading and monitoring the insertion depth more hazardous. It was reported that the ink used in the tubes disappeared very quickly when in use. There was no patient involvement or outcome.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. A visual inspection was performed, and it was observed the markings on the tube are legible and the artwork is complete. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the writings on the tubes were no longer in bold which makes handling, reading and monitoring the insertion depth more hazardous. It was reported that the ink used in the tubes disappeared very quickly when in use. A customer indicated that recannulation/reintubation was performed.